Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) longevity estimator graphic showed "gray," indicating a potential low battery telemetry. The device was not utilized and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.